Manufacturer narrative:
Concomitant medical products: product ID 3889-28, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported on (B)(6), 2015, the patient¿s screener cable became caught on the toilet while he was in the washroom and the percutaneous extension lead was cut and disconnected. The lead was replaced by procedure with local anesthesia. The classification of severity was severe as the patient had a prolonged hospitalization for treatment. The patient recovered. Relevant medical history includes chronic encopresis. If additional information is received, a follow-up report will be sent.